Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis and abdominal pain. There is no documentation in the file to show a causal relationship between the event and any fresenius product. There is no allegation of a machine malfunction or leak related to this reported event. Additionally, the pdrn states the peritonitis is related to touch contamination, a breach in aseptic technique. This is supported by the culture results of (B)(6), a bacteria from the skin of the patient and the most frequent causative agent involved with infections of indwelling medical devices such as catheters. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the peritoneal dialysis registered nurse (pdrn) that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient contacted the peritoneal dialysis (pd) clinic to report belly pain that was experienced the previous evening after walking a couple of blocks. The patient reported that the pd effluent looked ok but not great. The pdrn instructed the patient to bring the drain bags to the clinic as soon as possible. Per the pdrn, the fluid was cloudy and pd cultures and cell count were drawn. The pd fluid white blood cell (wbc) count was found to be elevated (values unknown). The patient was told to instill antibiotics (type, dose, frequency and duration unknown) into the manual bag and dwell for a minimum of 6 hours. Two days later the patient contacted the pdrn to report that during treatment the previous night they felt their leg was wet and found that there was a hole in their catheter (not a fresenius product). The patient was instructed to go to the clinic and the leak was found to be coming from the beta-cap adaptor site. A beta-cap clamp was put on the catheter and the catheter was trimmed and a new beta-cap adaptor was put on under sterile conditions. The patient was to continue the current antibiotic treatment while awaiting culture report. The patient¿s pd culture was (B)(6). The cause of the peritonitis was attributed to touch contamination. The clinic manager reported that the patient had artificial fingernails that may have contributed to peritonitis. The patient was re-educated on proper aseptic technique. The patient was instructed to continue antibiotic treatment with (B)(6) 6 hours in 1.5% solution. The physician requested a pd catheter evaluation with a surgical specialist. The patient was to continue antibiotics for another week. The pdrn went to the patient home to draw a follow-up pd culture three days later. The patient contacted the pdrn three days later to report that they were uncomfortable and bloated for the past couple of days. The patient stated they would not continue the ip antibiotics as it was too much and made them feel lousy. The patient would prefer oral antibiotics but would not continue the ip. The patient was scheduled for a follow-up with the physician and the follow-up cultures were finalized as (B)(6). There was no record of the patient being hospitalized for this event of peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.